Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called because she lost the battery cap on her insulin pump and needs a new one. She has not been using her insulin pump since she lost her battery cap. Customer's blood glucose is over 600 mg/dl. She treated with manual injections. She has been on manual injections since losing her battery cap. Customer experienced vomiting, lethargy, and confusion. Customer checked her blood glucose again and it was 210 mg/dl. A replacement battery cap was sent. Nothing further reported.